Event description:
The initial reporter received a questionable mg2 magnesium gen.2 result from one patient sample tested on the cobas c 503 analytical unit. The initial result was 3.1 mg/dl. The repeat result was 1.9 mg/dl. The initial result was not reported outside the laboratory as the result was deemed high. The repeat result was deemed correct. The reporter stated this has been an intermittent issue.

Manufacturer narrative:
The serial number of the customer's cobas pro c 503 analytical unit is (B)(6). The investigation is ongoing.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) updated. The (B)(6) 2025 calibration results were within the specified ranges. The qc results were within 2 standard deviations and acceptable. There was no indication of a performance issue with the reagent. The alarm trace contained abnormal aspiration and low vacuum pressure alarms surrounding the event. This indicates poor sample quality. The field service engineer (fse) inspected the analyzer and determined that incorrect rinsing had caused the event. He then adjusted the sample probe to the correct level. A successful precision check verified the analyzer's performance. The investigation determined that the service actions resolved the issue.